Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump does not run. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information: a2, a3, a4 were updated to reflect new patient information. Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.